Event description:
Facility reported that needle safety sleeve did not glide smoothly as usual. This resulted in a contaminated needle stick, when the sleeve did not glide and finger then slipped.

Manufacturer narrative:
Since the device was not available for examination, it is not possible to determine if the condition reported was related to product malfunction. No prior incidents have been reported on the product lot indicated.